Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: none; product ID: bi71000162, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The system would boot with a flashing red battery and sulfur smell. One battery in tray 7 was expanded and blistered. The charger enclosure and battery tray 7 was replaced. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was plugged in, and there was a burning smell coming from the system. There was no patient present.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000175 enclosure charger ( rev. 2 : s/n (B)(6) was returned for analysis. Analysis found that the charger enclosure was dusty. The charger enclosure was cleaned and it was confirmed that was a damaged component. The diode d4 on charger card 5 fell off the pcb. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.